Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Heart failure and death are known adverse events as listed in the xience everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2011, the procedure was to treat an acute myocardial infarction patient. Pre-dilatation was performed in the distal circumflex (cx) artery. A non-abbott stent was advanced, but could not cross. Further dilatation was performed and the non-abbott stent was implanted in the distal cx; however, a proximal dissection occurred and the patient experienced ventricular tachycardia, ventricular fibrillation and hemodynamic failure. Medication was given for treatment, and the 3.0 x 15 mm xience v stent was implanted to treat the dissection in the proximal cx. A 2.75 x 28 mm xience v stent was implanted in the proximal to mid left anterior descending artery, and a 3.5 x 18 mm xience v stent was implanted in the left main. On (B)(6) 2011, it was reported that the patient died due to low cardiac function and the pre-existing myocardial infarction. No additional information was provided.